Event description:
It was reported to covidien on (B)(4) 2012, that a customer had an issue with a thoracic catheter. The customer reported, upon removal of the device from the pt's chest, it was noted that a piece of the device was missing. After an x-ray, it was confirmed that a 15 cm piece of the device remained in the pt. A thoracotomy procedure was done to remove the catheter piece.

Manufacturer narrative:
Submit date 08/30/2012. An investigation is currently underway. Upon completion, the results will be forwarded.